Event description:
It was reported by the patient's mother that the omnipod personal diabetes manager (pdm) was no longer turning on. It was also reported that the nurse gave her a manual bolus with a pen for lunch. It was noted by the mother that the pdm was no longer calculating bolus nor tracking iob for past 2 weeks. The mother is entering and calculating bolus manually.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported battery issue. Also the mention of the nurse administering bolus. Lot release records were reviewed and the product lot met all acceptance criteria.